Event description:
The customer reported that the system had an out of focus image during a case. The problem occurred with a patient on the table and under anesthesia. The system was changed for another c-arm to perform the case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced power supply. This corrected the problem. The system operates as intended.